Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID wr9220 serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 07-jan-2023, h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that that the wireless recharger (wr) was not taking a charge. The caller stated that the battery indicator lights just flicker back and forth and it wouldn't charge. The agent had the caller confirm there was a green light on the docking station. The agent walked the caller through resetting the wireless charger. The issue was not resolved. A request was sent to repair to replace the recharger. A few days later the patient called back after receiving replacement wr and needed help getting it paired. The agent reviewed steps to do so. The patient was able to pair successfully and start an ins charging session which showed the ins battery at 10% and therapy off. The patient may call back for assistance turning therapy back on again after charging ins.